Event description:
After an implantation period of approx. 79 months it was reported that the lead was explanted and replaced due to decreased sensing values. The actual serial number of this rv lead is unknown.

Manufacturer narrative:
The serial number of the lead is unknown, therefore the manufacture date is unknown. Upon receipt, the lead under complaint was found cut. Only a medial fragment of approx. 46 cm length was received for analysis. The proximal fragment including the yoke as well as a part of the shock coil and the lead tip were not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed cuts in the insulation and deformations of both shock coils which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.